Event description:
Procedure: laparoscopic cholecystectomy. Pt sex: unk. Reportedly, while using the device, a white material was found in the cavity. The surgeon retrieved it and states the piece looked like a part of the device.